Manufacturer narrative:
The customer collects accutni samples in plastic lithium heparin plasma tubes. Two levels of qc resulted within the customer's established ranges prior to and after the event. System checks performed on (B)(6) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse replaced multiple parts, reset the luminometer high voltage and verified all pipettor alignments. The fse performed a routine system check which passed within instrument specifications. The fse also investigated the closed tube accession (cta), replaced parts, performed alignments, and a cta carryover test which passed within instrument specifications. The fse calibrated accutni and performed assay qc with good results. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accutni) results, above the ami cut-off, generated by the synchron lx I 725 clinical system for three patients. Subsequent testing on the original and an alternate analyzer produced lower results within the normal reference range for all three patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.